Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. It was reported that calibrations were entered during periods when no values were present, and that hands were not washed and dried prior to finger stick testing. No additional event or patient information is available. Labeling indicates: during periods of signal loss: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. And: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. Also: preparing for calibration - your sensor depends on you to help make its sensor glucose readings accurate. If you don't prepare properly for the calibration, your sensor may not provide you with the most accurate sensor glucose readings. Eight steps to successful calibration: do: wash and dry your hands before staking a fingerstick measurement.